Manufacturer narrative:
The system was evaluated at the site. The device malfunction was confirmed and directly related to the reported event. The power cord, foot pedal, and keyboard were found to be damaged. In addition, excess pt exams were removed from the system. Replacement parts were installed and the issue was resolved. The system was fully functional and the system checkout showed no anomalies.

Event description:
A medtronic rep reported that the treon system was freezing intermittently during a case. When troubleshooting failed to resolve the issue, they abandoned use of the system, and the case was continued with no impact on the pt.